Manufacturer narrative:
The device was returned to verathon but the service technician could not recreate the reported inaccurate aortic measurements. All scan testing results were within the MFR's specifications. The device operated as intended.

Event description:
It was reported that the customer received an inaccurate aortic measurement. The customer received 4 false positives on the instrument. The sales representative performed trouble shooting at the customer site but is also asking that the unit be returned to verathon. The staff was trained by the sales representative and had follow up training. The unit was not recently calibrated as this was a new unit. The customer did not specify the patient measurement values, but said they were positive. Follow up testing on the patients was performed and all patient results came back negative. There is no information on what type/method was used for the testings. There were no patient conditions that could have contributed to the results.